Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC line was placed on (B)(6) 2019 without issue by experienced operator. PICC line was removed on (B)(6) 2019; incomplete removal 8 cm tip retained in vein. Patient underwent local anesthesia to remove line tip. No long-term consequences. Incident form and review of procedures undertaken internally as per standard policy. Patient was kept fully informed throughout.